Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of sensor pod from the patient's body, the sensor wire fell to the ground. No additional event or patient information is available.